Event description:
Implanting of the plate using variaxdr with left radial distal end fracture osteosynthesis. When confirming with the image before the suture, since it was two pieces remained like metal pieces near the proximity from the plate installation position, it was collected out of patient body. Checked the variaxdr's instruments and drills used in the ope, but not find the instrument damage. It was confirmed that the tip of the hospital-owned kochel forceps is missing, but can not specify whether this is kochel forceps or implant fragments.

Manufacturer narrative:
Investigation revealed the subject product to be a concomitant item. The device did not contribute to the reported event. Note that plate is still implanted and forceps which is actually broken off is not even a stryker product at all. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Implanting of the plate using variaxdr with left radial distal end fracture osteosynthesis. When confirming with the image before the suture, since it was two pieces remained like metal pieces near the proximity from the plate installation position, it was collected out of patient body. Checked the variaxdr's instruments and drills used in the ope, but not find the instrument damage. It was confirmed that the tip of the hospital-owned kochel forceps is missing, but can not specify whether this is kochel forceps or implant fragments.